Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience a eye condition and to be diagnosed with kidney cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a patient to develop kidney cancer. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected internal and externall part of the device and found missing flap, modem side, unknown white deposits in filter inlet, unknown debris consistent with dust found in inside of bottom of device, unknown white debris consistent with dust found on top of blower, unknown residue consistent with watermarks found under blower and in inside of blower box.. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer verified for airflow, power supply and power cord. There is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was not observed in this device. Section b3 corrected and section h6 were updated in this report. .